Event description:
It was reported patient's lead had high impedances preventing the ipg from entering MRI mode. Investigation was unable to identify which lead attributed to the issue. Additionally, patient experienced severe discomfort around the ipg site. As a result, patient underwent surgical intervention wherein the lead and ipg were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.